Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, a piece of the silicon jaw came off inside the tunnel. Harvester was able to retrieve the piece from inside the tunnel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, a piece of the silicone jaw came off inside the tunnel. Harvester was able to retrieve the piece from inside the tunnel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25149022, 25149065, 25149122 the last 3 lots shipped to the account prior to the event date. There were no ncmr's which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation on 01/07/2020. An investigation was conducted on 01/31/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the heater wire. The heater wire was observed to be slightly flexed from the center of the hot jaw to tip remaining attached at the base and tip of the hot jaw. The silicone insulation on the cold jaw was observed to be peeled at the tip, exposing the metal tip of the cold jaw. The silicone insulation on the base of the cold jaw was also observed to be peeled away, exposing the base of the cold jaw. The peeled silicone was not returned for evaluation. The shaft of the device was observed to be bent in the center. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled " was confirmed as well as for the analyzed failures material twisted / bent wire" and "material twisted / bent shaft:". The lot number was not reported and the specific product lot cannot be identified from the ship history, therefore we are unable to request a c of c.